Event description:
Caller alleged precision issue with inratio inr results. Results are as follows: date: (B)(6) 2014. Inratio inr: 5.6 and 1.2. Therapeutic range: 2.0 - 3.0. The time between testing was a few minutes. Reportedly the finger was "milked" after the finger stick, the sample was not immediately applied and the finger touched the sample well. There was no reported adverse pt sequela. There was no additional info provided.

Manufacturer narrative:
It is indicated that product is not returning for evaluation. Therefore, investigation of the complaint to determine root cause cannot be completed. Root cause could not be determined from the info provided by the customer. Since the product associated with the complaint was not returned, a review of in-house testing was performed. Retain strip testing results met both accuracy and repeatability criteria. The products performed as expected and no product deficiences were observed. Improper techniques were identified in the complaint. These cannot be ruled out as a possible root cause for the unexpected results. The manufacturing records for the lot were reviewed. The lot met specifications and no non-conformances were documented. No further investigation will be pursued at this time. Based on the info available, there is no indication of a product deficiency. No corrective action is required at this time.